Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported through clinical f/u on a previous reported event (medwatch report 1526350-2011-00215) that a secondary unit was borrowed from a sister facility of (B)(6) hosp and the unit would not work. The planned procedure was converted by the surgeon to a full thickness skin graft. There was no delay assessed due to this device not working, as the surgeon converted the procedure since add'l alternate devices were available to the outpatient facility. The pt is healing well without complications. There was no harm, injury, or add'l surgical intervention reported.